Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 18 years and 4 months post implant of this 27mm bioprosthetic aortic valve, it was partially explanted and replaced with a 25mm bioprosthetic valve of a different model. The reason for replacement was not reported. It was noted that the wall of the previous bioprosthetic valve was left in the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that the reason for replacement was due to severe aortic regurgitation. If information is provided in the future, a supplemental report will be issued.